Event description:
Pt receiving tube feeding through "colormark enteral feeding pump set." Pt's skin, urine and blood found to be colored blue from blue dye incorporated into feeding pump system. Question as to whether concentration of dye in tubing is too concentrated. From "scientific backgrounder," 'are there any consequences to using blue dye? First of all, it is important to remember that the potential consequences associated with using fd&c blue#1 are not exclusive to the colormark pump set. These consequences are seen with use of any blue dye system, whether it's a formula with added dye or a precolored formula. A) blue-colored stool: a common consequence of using blue-colored formulas is that patients will have blue or blue-green-colored stools. This is because in patients with normally functioning gi tracts, about 95% of the blue dye that enters the stomach is not digested or absorbed and passes through the gi tract unchanged. This is a normal and expected occurrence when using colored formulas. B) green-colored urine and skin: in pts using dyed formula, clinicians have (on rare occasions) reported blue and green discoloration of various body fluids and organs, such as skin, urine, perspiration, serum, biliary tract drainage, tracheal secretions, and internal organs. A number of possible mechanisms to explain this discoloration have been reported, including gi tract perforation/leakage, multiple organ failure, and altered liver metabolism affecting dye absorption and breakdown as it enters the biliary tract. Medications also should be evaluated for possible discoloration effects of body fluids and organs. Consult with the physician about discontinuing the dye."